Event description:
The initial reporter stated they received discrepant results for two patient samples tested with li lithium on a cobas pro c 503 analytical unit serial number (B)(4). The initial values were reported outside of the laboratory. Due to previous issues, the samples were repeated on a second analyzer on 03-feb-2023 and these values were deemed correct. The first sample initially resulted in a lithium value of 1.2 mmol/l and repeated as 0.7 mmol/l. The second sample initially resulted in a lithium value of 1.9 mmol/l and repeated as 0.6 mmol/l.

Manufacturer narrative:
The last calibration performed on 29-jan-2023 was within specifications. The qc recovery was within -2 standard deviations (sd). There is no indication of a performance issue with the reagent. The field applications specialist (fas) inspected the analyzer and found that the issue was due to interference with the hdl assay. The customer worked with fas to configure an extra wash cycle. They performed operational tests and qc with acceptable results. After this intervention, no further issues were reported by the customer.  Product labeling states "to avoid carryover between tests, the system can perform special washes . Download all required special washes ( manufacturer rules). You can program additional special washes manually ( user rules)." The investigation determined the service actions resolved the issue.